Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and the complaint investigation.

Event description:
The conmed sales representative reported on behalf of the user facility that during a robotic prostatectomy, a piece of plastic from the ias8-100lp broke off and fell into the patient. The broken piece was retrieved from the patient. The procedure was completed with no reported delays or patient injury. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
Correction from "no" to "yes" since device is intended for single use. Manufacturer narrative: the device was not returned for evaluation and no photographic evidence has been provided; therefore, the reported failure could not be verified and a root cause cannot be determined. A review of the certificate of conformance from the manufacture was performed. This document was reviewed, accepted and maintained in receiving inspection. A two-year review of complaint history revealed 17 other similar complaints for this product family and failure mode. During this same time frame, (B)(4) if all complaints were confirmed. The instructions for use advises the user of the following. Inspect sound cap blue foam and blue seal prior to use. Use cautions when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.